Event description:
It was reported that the patient¿s ipg became inoperable following an MRI. Surgical intervention was undertaken on between (B)(6) 2023 and (B)(6) 2023 in which the patient¿s system was explanted and replaced with a competitor¿s system to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.